Manufacturer narrative:
The tech found the brake detent mechanism was cracked. He replaced the detent to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This event occurred post correction.

Event description:
Info received indicates the brake pedal is slowly returning to the neutral position after being activated.